Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the patient¿s ilet displayed ¿unable to proceed¿ during a rewind attempt and then presented an alert 64 haptic system error that persisted after restart; the pump was replaced and the patient was instructed on device shutdown, data sync, and return, and informed that setup on the replacement would be required. Symptoms included no injury and no adverse clinical effects. Outcomes included replacement of the device and continued cgm use with the dexcom app or receiver. Investigation included technical troubleshooting by having the patient remove components and restart the device, and a review of device alerts. Investigation of this device revealed a haptic system malfunction consistent with a device alarm condition. It was concluded that the cause was a device component failure related to the haptic system.